Event description:
When the clip was released, the clip arms partially reopened but were still attached to the mitral leaflets, with no degree of mr prior to it being released. Clip currently stable. It was monitored after per normal clip follow up. Rep available on site.

Event description:
When the clip was released, the clip arms partially reopened but were still attached to the mitral leaflets, with no degree of mr prior to it being released. Clip currently stable. It was monitored after per normal clip follow up. Rep available on site.